Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a backup alarm failed error message. Onsite service was requested. Investigation ongoing / resolution pending.

Manufacturer narrative:
A service engineer (se) evaluated the device, and reported that during powering on the device, a "check vent" alarm was present. When the se checked the event log, it was confirmed that the device had a 1104 error code recorded. The se replaced the power management board. The se then powered on the device, and the "check vent" alarm was not observed. The device was tested for 30 minutes, and no further alarms were displayed. The device passed all testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.